Event description:
It was reported that during an unspecified spinal surgery while shaving with a shaver in the 4/5 disc space, the shaver broke. It was retrieved with a pituitary. Patients all was also released at this level but it is uncertain whether this happened with the shaver or while trialing. After flipping to a posterior approach and placing an expandable staxx device at 5/1 the cage at 4/5 moved laterally left and anterior when viewing the patient from the back. Patient was repositioned laterally and removed the original cage and replaced it with a taller footprint.

Manufacturer narrative:
(B)(4). Instrument was not returned to the manufacturer. Medical assessment in essence what is described is a challenging patient in which the l4 spacer was unstable after shaving and release of the anterior longitudinal ligament. This is within the realm of the typical surgical process. The shaver however represents a malfunction having broken during use within the l4 disc space and this is reportable. Movement of, replacement of with a larger spacer and repositioning of the l4 spacer that is done during the same anesthesia as long as not directly caused by a product malfunction is not reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: product was returned. Visually confirmed approximately ~45 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Fracture surface analysis revealed a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces were plastically deformed, consistent with torsional overload.